Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 7.00x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated 1 time with a 5 and a 3 ml syringe; however, the balloon ruptured. Therefore, the bdc was removed from the patient with difficulty and the balloon became fragmented in the sheath. The sheath was removed and the balloon was able to be removed from the sheath in 2 pieces. There was no reported adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported difficulty removing the device and separation appear to be related to circumstances of the procedure. Additionally, during removal there was resistance as the balloon material likely interacted with the sheath causing the balloon and inner member material to separate. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.